Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the biomet abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors (patient conditions) or customer error. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
Additional information was received from the clinician stating that the fractured abutment was manufactured by biomet 3i instead of zimmer dental. This event was initially created/submitted to FDA under complaint number, (B)(4) on 9/4/24 under the wrong manufacturing site, MFR number (0002023141-2024-02839). To correct the error, a new complaint (B)(4) was opened and to correct this event under the correct manufacturing site. It was reported by the patient that the patient had a permanent dental implant less than five years old. The abutment broke off in the patient's mouth and was almost swallowed. The patient had to go back to the dentist who then sent the patient to an oral surgeon. The surgeon had to remove the screw that was still in the implant. The patient then returned to the dentist who had to fit a new crown.

Manufacturer narrative:
This event was initially created/submitted to FDA under complaint number, (B)(4). On 9/4/24 under the wrong manufacturing site and MFR number (0002023141-2024-02839). To correct the error, a new complaint (B)(4). Was opened to submit this event under the correct manufacturing site. Therefore, all details related to this event will be captured under the new complaint (B)(4). This medwatch submission is associated with mw5157934, voluntary report received by the FDA. Zimvie complaint number (B)(4). G4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.